Event description:
During clinical f/u for medwatch# 1526350-2012-00015, the clinical nurse reported this dermatome had a problem where the skin became chewed up during a graft harvest. At the completion of that procedure, the surgeon indicated to staff the dermatome was to be sent for repair. The dermatome was tagged by staff and sent to csp for processing. During processing of instrument, the repair indicator was apparently disassociated from the instrument and it was re-stocked for surgical use. It was reported on this event that the surgeon was able to salvage the donor site harvest and there was no add'l harvest, increased surgical time, or add'l intervention required.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 5 years old and has been in 3 times for repairs. The last repair was on (B)(6) 2009, for an unk issue. The inspection found that he throttle lever was sticking on this device, there were nicks on the head, the motor ran below specs and the 0, 10 and 20 thickness lever settings were out of specs. The likely cause of the reported complaint was an out of spec motor and out of calibration thickness lever settings, both due to a lack of preventative maintenance. A review of salvaged parts showed corrosion to the motor housing, swivel and reciprocating arm. The reciprocating arm links the blade to the motor, and both the reciprocating arm and motor must operate freely to ensure the blade speed is optimal. Both of these components were corroded. The 0, 10 and 20 thickness lever settings were out of calibration, indicating the selected setting may not produce the set thickness graft. This is a re-usable device, subject to normal wear and tear (B)(6) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.